Event description:
On (B)(6) 2011, the pt reported experiencing elevated blood glucose and bent cannulas while using the infusion sets. He stated e4 (occlusion) error was displayed approx 1 day after the headset was inserted and when it was removed, he found the cannula was bent to the side. His blood glucose elevated to 300 g/dl. His normal blood glucose range is 75-150 mg/dl. He changed the infusion site and bolused to lower his blood glucose. The pt did not require treatment from a health care professional or second party to address the issue. The alleged product was discarded. Product was replaced. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for eval.